Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 66 mg/dl, and after he ate and drank orange juice his blood glucose eventually dropped to 40 mg/dl anyway. The customer stated that he did not feel low and that he had never been that low. The customer checked his alternative meter and his blood glucose read 148 mg/dl. Even so, the customer treated with food just to be safe. During troubleshooting the customer stated that his pump had been exposed to an MRI. A displacement test was performed and the pump passed. The customer was advised to monitor the pump and call back if issues persist. No products were shipped or returned.